Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and usb connector was observed to be disconnected from the pcba. A CAPA has been initiated for this issue.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Patient's father did not report any injury or medical intervention at the time of contact with dexcom technical support.